Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the photo attached, it was observed that the balloon was slightly inflated. Unable to perform full investigation based on photo attached. It is unknown whether the device had met relevant specifications. A potential root cause for this failure could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. Removal instructions: 1. Deflate balloon completely and withdraw catheter. 2, a) if catheterization is discontinued apply dry dressing to puncture side or b) if recatheterisation is necessary." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of the foley catheter was not able to deflate completely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that balloon of the foley catheter was not able to deflate completely.